Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.

Event description:
It was reported by the aci sales professional that a female patient in (B)(6), with a history of severe peripheral vascular disease (pvd), underwent a peripheral intervention procedure on an unknown date. Access was obtained bilaterally via a 6f procedural sheath at the common femoral artery (cfa) at the bifurcation. A pre-procedural femoral angiogram revealed a normal size vessel. Post procedure, the physician who is a trained user of the mynx, chose the device to close both the left and right groins. There was no report of complications during the procedure or closure. Post discharge (exact timeframe is unknown), the patient returned to the hospital complaining of pain in her left leg. The physician performed the ankle-brachial index (abi) test which resulted in 0.3, an indication of severe peripheral arterial disease. The test was also positive for ischemia. An intravascular ultrasound (ivus) was taken which demonstrated the left leg had a dissection on the external iliac. It was reported that the physician initiated treatment with percutaneous transluminal angioplasty (pta) and the dissection was repaired with an endovascular self expanding stent placement. The patient subsequently showed a good palpable distal pulse and the flow was established after placement of the stent. The patient was discharged to home the next day without report of clinical sequela. No further information was provided. On 06/28/11, the aci sales professional confirmed the physician took a final angiogram noting a patent vessel then closed the femoral artery with the mynx. The patient presented to the hospital days later (exact timeframe unknown) with a poor ankle-brachial index. The physician performed another angiogram and he noted an iliac dissection. No further information was provided.